Event description:
My father had open heart surgery in 2007, and never recovered enough to come home until the time of his death. The surgery required that, he change his type of dialysis, and during this change, he was supplied with heparin. During this time before and after the surgery, he complained of stomach pains. After surgery this was a real problem, and several cat scans and other tests were conducted, and none showed any problems. He also suffered of a headache everyday and was given pain medication for both. Along with the stomach pains he suffered from diarrhea for several months that would not go away with any medications including antibiotics, while my father had health problems, none of his doctors could understand why he never recovered well enough because everything looked good on paper.